Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available to stryker.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿analysis of the t2 recon nail used with the antegrade locking mode¿ which was released in june 2018 and is associated with the t2 recon nailing system. Within that report, postoperative complications/ adverse events were reported, which occurred between january 2014 and november 2017. Based on the available device and patient information and a review of complaint handling database, it was revealed that the events have not been reported by the hospital or by the author of the report, therefore 15 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses septic nonunion discovered from the event of case ID (B)(6). One out of 1 case. The pmcfr states: ¿in the second case (case (B)(6)) it was a transverse fracture (32-a) in a heavy (B)(6) years lady. She is (B)(6) in height for a weight of (B)(6) (bmi of 36,13). The breakage of all three locking screws was observed. In fact a septic nonunion was observed and a revision surgery was performed 142 days after the initial surgery. All the broken screws were removed (18965050s-k05d869;18965050s-k0af9e2;18965042s-k074ffc), the nail was also removed (18471136s-k0dadeb) the medullary canal was reamed and a t2 a/r nail was then used. Antibiotics were used during 4 months.¿

Manufacturer narrative:
Corrections to b5 executive summary: ( this product inquiry addresses implant breakage. 2 (case ID 62) out of 3 cases). The reported event that fully threaded t2 tibia ø5x50 mm was alleged of issue k-556 (revision) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As per event description¿ the lady has a bmi of 36.13 which clearly explains that she was obese, due to which more load would have been applied on the implant. As per IFU ¿obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself ¿, IFU also explains ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ screw breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an implant requires sufficient bone healing during the implantation period. Implants will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. A requirement for successful treatment is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from strasbourg university hospital france. The title of this report is ¿analysis of the t2 recon nail used with the antegrade locking mode¿ which was released in june 2018 and is associated with the t2 recon nailing system. Within that report, postoperative complications/ adverse events were reported, which occurred between january 2014 and november 2017. Based on the available device and patient information and a review of complaint handling database it was revealed that the events have not been reported by the hospital or by the author of the report, therefore 15 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses septic nonunion discovered from the event of case ID 62. 1 out of 1 case. The pmcfr states: ¿in the second case (case 62) it was a transverse fracture (32-a) in a heavy 70 years lady. She is 1,63m in height for a weight of 96 kg (bmi of 36,13). The breakage of all three locking screws was observed. In fact a septic nonunion was observed and a revision surgery was performed 142 days after the initial surgery. All the broken screws were removed (18965050s-k05d869;18965050s-k0af9e2;18965042s-k074ffc), the nail was also removed (18471136s-k0dadeb) the medullary canal was reamed and a t2 a/r nail was then used. Antibiotics were used during 4 months.¿